Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the image guide protector, jet tube and plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. No physical damage was found where the foreign material remained. Based on the results of the investigation, and although the foreign materials were confirmed, olympus could not identify the material or specify the cause. The event can be detected and prevented by following the instructions for use: IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.